Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the leads remain implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).